Manufacturer narrative:
The disposable handpiece used in this case was not returned, therefore a failure analysis of the complaint device cannot be completed. The lot number of the disposable handpiece was not provided; therefore, a device history could not be performed. All handpieces meet all qa specifications when then they are released, including adequate sterilization. The minerva surgical operator's manual (l0120 rev b) lists hematometra as a possible adverse event under other adverse events. Hematometra is a known adverse event associated with endometrial ablation independently of modality used. This fact is described in section 7.2 (other adverse events) of the minerva surgical operator's manual (l0120 rev b). It states that among other adverse events, hematometra "could occur or have been reported in association with the use of other endometrial ablation systems and may occur when the minerva system is used."

Event description:
It was reported that approximately 36 hours after an otherwise uneventful minerva endometrial ablation procedure (performed on (B)(6) 2021) the patient went to the ER complaining of lower abdominal pain and subfebrile fever. Wbc was within normal limits. CT scan was performed and identified presence of fluid in the uterine cavity. The patient was diagnosed with hematometra, which self-resolved shortly thereafter. Patient was administered prophylactic antibiotics, kept for observation, fully recovered, and discharged the next day.